Manufacturer narrative:
Evaluation - should have been selected as - no - rather than - unknown - in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited oversensing of noise and high capture thresholds. X-ray showed it was a result of twiddlers syndrome. The lead was explanted and replaced. The patient was in stable condition prior and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported events of ¿pacing lead exhibiting noise¿ and ¿an increase in threshold¿ were confirmed. An external abrasion breaching the outer insulation exposing the outer coil was noted at 19.4cm to 19.5cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The abrasion found most likely contributed to the reported events.